Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The caller was provided instructions by technical support on how to reset the pump, which successfully resolved the issue, and they were advised to continue using the pump while contacting support if the malfunction reappears.